Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy on the homechoice device. The patient was connected and in initial drain at the time of the reported event. The location of the leak could not be determined. The technical service representative assisted the patient with ending the therapy and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.